Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the half-height drawer 2-2 had multiple failed pockets that were not on the communication bus. A field service engineer inspected the station and re-seated the row board cable on the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers not detected on bus. The customer stated that the malfunction occurred when a user tried to issue medication to a patient and caused a delay in dispensing the required medications. There were no adverse events or injuries reported based on this event.